Event description:
During evaluation of a returned spectrum pump, the device audio was affected. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the speaker audio was affected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the dislodged speaker affecting audio. The speaker required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.